Manufacturer narrative:
His event has been recorded by zimmer biomet under (B)(4). D10: 00770301500, z.s.g.m. Cutter 1.5:1 ratio, serial#: (B)(6). 00770302000, z.s.g.m. Cutter 2:1 ratio, serial#: (B)(6). Review of the most recent repair record determined the comb and various other components were damaged. The comb, comb spring, comb shaft, bolts, nuts, and screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventive maintenance on an unknown date, the device was in need of repair. During the investigation, it was found that the ratchet failed and was unable to perform the up/down motion. There was no patient involvement. Due diligence is complete and there is no additional information available.